Event description:
It was reported that the patients leads had a possible microfracture causing high impedance.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17120574.

Event description:
It was reported that that the patients leads had a possible microfracture causing high impedance. Additional information was received that the physician had challenges revising the leads and performed an explant procedure. The explanted devices were not returned to bsn.